Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. Reportedly, the customer may have been overfilling the cartridges; however, this could not be confirmed. A new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 390 mg/dl.